Manufacturer narrative:
The pump passed the self test and displacement test. No pump error 63 or pump error 4 was noted during testing. The pump failed the leak test. The pump leaked at the crack on the back of the case at the battery tube area. However, all buttons responded properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies were noted. The pump was received with a missing retainer ring and reservoir tube o-ring. The pump had a cracked keypad overlay at the select button, minor scratches on the lcd window and case, and a cracked case on the back at the battery tube area. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had frequently unresponsive buttons; they would have to press buttons multiple times before receiving a reaction. The patient's blood glucose at the time of incident was 5.7 mmol/l. Troubleshooting was initiated and the customer confirmed that the device was not exposed to extreme temperatures or water. There was no damage on the insulin pump other than a crack on the ok button. A self test was performed and the device alarmed with software error detected and hardware low level failures. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.